Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd preset" eclipse" foreign matter " ink" was discovered on cap. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about ink on the green cap of the syringe.

Event description:
It was reported that prior to use with bd preset¿ eclipse¿ foreign matter " ink" was discovered on cap. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about ink on the green cap of the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/1/2020. H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter / discoloration with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter / discoloration was not observed. The most likely root cause for this discoloration is a part of the plunger stopper molding process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.